Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was 475 mg/dl. He used a pen to correct his blood glucose level. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The device was not returned.